Manufacturer narrative:
Internal complaint number: (B)(4). Results pending completion of evaluation.

Event description:
It was reported that the patient experienced overdose symptoms immediately following a refill on two separate occasions. The patient was stablized after being administered narcan. The pump was subsequently explanted.

Manufacturer narrative:
(B)(4). The investigation determined that the pump primed and flowed per specification.